Event description:
It was reported that the device t wave was oversensing. The device was explanted and replaced due to normal eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a sensing anomaly was verified by reviewing the stored egms in the device; however, bench and ate tests were performed and the device was found to be normal. The cause of the field event was still undetermined.